Manufacturer narrative:
This is a report of a customer that was using a rollator (lot number unknown) when the customer went to sit on the rollator (unknown if brakes were engaged) and the rollator rolled out from underneath the customer causing a fall that led to a cracked pelvis. No sample was returned for evaluation and no photo's were available. Due to the reported injury this medwatch is being filed.

Event description:
Fell while using the device and was hospitalized